Event description:
Additional information received from the provider indicated that the patient was seen for a routine device check on (B)(6) 2015 with normal device vns function documented. The patient was reportedly attacked on (B)(6) 2015 so the patient came in the next clinic day, (B)(6) 2015, to see the physician and to have her device checked. Normal battery status and normal vns function was documented on that date. A police report was filed for the attack but the patient did not visit the ER. It was reported that the patient experienced 2 seizures following the attack, one of which was aborted by the patient's husband swiping her magnet. The provider deemed these 2 seizures to be related to the stress of the attack and stated that the patient's overall seizure count has not increased. As a precaution x-rays were taken but did not reveal any lead fractures nor any device migration. An MRI was administered to check for soft tissue damage from the attack but no soft tissue damage was discovered. No vns settings were changed at the (B)(6) visit nor were any medications changed. The patient was seen again on (B)(6) 2015 and normal vns function was documented. The provider stated that the patient had not had any seizures since the (B)(6) 2015 visit and the patient's seizures were well controlled. The provider clarified that the patient's report that she felt her device had become "deactivated" meant that the patient could not feel magnet stimulation for a short time following the attack she experienced.

Event description:
A vns patient reported an increase in seizures following being attacked and strangled. The patient reported that she was informed her vns device had become ¿deactivated¿ following this event. Attempts for additional relevant information have been unsuccessful to date.